Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7072075. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 378145. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 26012424. The returned lead sc-2317-70 serial number (B)(4) was analyzed and revealed that visual and x-ray inspections confirmed that 11 cables of the lead are fractured at the click site, about 22 centimeters from the distal end. The returned lead sc-2317-70 serial number (B)(4) was analyzed and revealed that visual and x-ray inspections confirmed that 13 cables of the lead are fractured at the click site, about 21 centimeters from the distal end. The returned ipg (implantable pulse generator) sc-1160 serial number (B)(4) was analyzed, passed all tests performed, and exhibited normal device characteristics. The returned clik anchor sc-4318 lot number 26012424 was analyzed, passed the external visual inspection, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure due to a high number of high impedance measurements on the leads. The patient was also no longer getting stimulation coverage. During the same procedure, the physician re-implanted a new paddle lead and implantable pulse generator (ipg). The patient is doing well postoperatively and now has the same stimulation coverage as before.